Event description:
It was reported that during a laparotomy, the device had no staples upon first firing. The procedure was completed with a like device. There was no pt consequence. There is no additional information available.